Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 13 years, 5 months due to stenosis and regurgitation. A 23mm transcatheter valve was implanted. Patient expired due to right coronary occlusion. Post-balloon dilation may have over-expanded the transcatheter valve. No additional details were provided.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to structural valve deterioration with stenosis and regurgitation.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.